Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noted the cgm reading of 44 mg/dl and presented to the hospital due to concerns about inaccuracy. According to the patient, initial treatment in the hospital consisted only of food and beverages, which were likely administered based on the low cgm reading. The patient reported experiencing frequent urination prior to evaluation. At the hospital, a fingerstick blood glucose measurement was performed. At that time, the cgm showed 54 mg/dl, whereas the fingerstick result indicated a bg level of 600¿mg/dl. During a follow-up call with technical support on (B)(6) 2026, additional hospitalization details were provided: a fingerstick measurement showed a glucose level of 785 mg/dl. The patient was treated with intravenous insulin, saline, and an unspecified medication for hyperkalemia. He remained hospitalized for two days before being discharged on (B)(6) 2026. There was no documentation of additional medical evaluation or follow-up intervention. At the time of follow up, the patient¿s current condition with respect to the hyperglycemic event was unknown. The patient did report impaired hearing, impaired vision, and dizziness; however, there was no indication that these symptoms were related to the hyperglycemic episode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.